Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an rfa ablation on (B)(6) 2026 the patient felt a burning sensation at the grounding pad site. After the pad was removed the patient had two small burns.